Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2024, the user got struck by a motorcycle on her left side, resulting in a clavicle fracture. She was hospitalized, but an ent specialist was not available for evaluation. The user experienced edema in the ci region and was unable to use it for two days, after which she resumed normal use. However, three weeks ago, when opening her mouth, she noticed that the sound from the implant was intermittent. The sound processor was replaced, but the implant continues to function intermittently.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode due to reported external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The user will be reimplanted.

Event description:
In (B)(6) 2024, the user got struck by a motorcycle on her left side, resulting in a clavicle fracture. She was hospitalized, but an ent specialist was not available for evaluation. The user experienced edema in the ci region and was unable to use it for two days, after which she resumed normal use. However, three weeks ago, when opening her mouth, she noticed that the sound from the implant was intermittent. The sound processor was replaced, but the implant continues to function intermittently. The user will be reimplanted.

Event description:
In (B)(6) 2024, the user got struck by a motorcycle on her left side, resulting in a clavicle fracture. She was hospitalized, but an ent specialist was not available for evaluation. The user experienced edema in the ci region and was unable to use it for two days, after which she resumed normal use. However, three weeks ago, when opening her mouth, she noticed that the sound from the implant was intermittent. The sound processor was replaced, but the implant continues to function intermittently. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode due to reported external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation took place, but the device has not been received for investigation yet.

Event description:
In (B)(6) 2024, the user got struck by a motorcycle on her left side, resulting in a clavicle fracture. She was hospitalized, but an ent specialist was not available for evaluation. The user experienced edema in the ci region and was unable to use it for two days, after which she resumed normal use. However, three weeks ago, when opening her mouth, she noticed that the sound from the implant was intermittent. The sound processor was replaced, but the implant continues to function intermittently. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report